Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure what instruments were used to grasp the needle? Does the piece/device remain retained in the patient's tissue? If retained, where is the device located / in what structure? Other relevant patient history/concomitant medications. Lot number? If applicable, will product be returned, return date, tracking information what is the physician¿s opinion as to the etiology of or contributing factors to this event? What was the name of the procedure? What was being done when the needle pulled-off (in the package/ removal from package / during passage through tissue)? Were x-rays taken to locate the needle? Was the needle piece removed from the patient during the same procedure? Was there any patient consequence or injury? What is the condition of the patient? What medical/surgical intervention was provided to manage the patient consequences? Was any abnormality of the device noted prior to, during or after the procedure?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used on the perineum. During the procedure, the thread separated from the needle while suturing and the needle became hidden/buried within the perineum requiring surgical intervention. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 05/07/2020 corrected information: d3, g1, g2 corrected h-6 result codes: 3251 corrected h-6 conclusion codes: 61 corrected h-3 summary: it was reported performance pull off - suture needle. An empty opened foil, an empty labeled winding former and one used needle of product code w9962, lot # plbchtp0 were returned for evaluation. During the visual inspection of the needle, the swage and attachment area were noted to be as expected and a suture piece was still attached to the needle. Marks of a surgical instrument at needle were noted and the end of the suture piece was cut appear to be by use of surgical instrument. In addition, no needle pull off was observed. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received, no performance - pull off suture needle was found, however; damaged on the suture by use was observed. The reported complaint is confirmed by an external cause.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/15/2020. Additional information: a manufacturing record evaluation was performed for the finished device w9962; plbchtp0 number, and no non-conformances were identified. Additional h3 investigation summary: it was reported performance pull off - suture needle. An empty opened foil, an empty labeled winding former and one used needle of product code w9962, lot # plbchtp0 were returned for evaluation. During the visual inspection of the needle, the swage and attachment area were noted to be as expected and a suture piece was still attached to the needle. Marks of a surgical instrument at needle and the end of the suture was cut appear to be by use of surgical instrument could be observed. In addition, no needle pull off was observed. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received, no performance - pull off suture needle was found.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what was the name of the procedure? Perineal suturing. What was being done when the needle pulled-off (in the package/ removal from package / during passage through tissue)? During passage through tissue. Were x-rays taken to locate the needle? Yes. Was the needle piece removed from the patient during the same procedure? No, after xray. Was there any patient consequence or injury? No. What is the condition of the patient? Patient re sutured and home now, healed and dischgarged. What medical/surgical intervention was provided to manage the patient consequences? Sutures removed in theatre following xray. Was any abnormality of the device noted prior to, during or after the procedure? Not apparent.